Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01, ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead dislodged and could not be re-positioned. The lead was explanted and replaced. No patient complications have been reported as a result of this event.